Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient's daughter called stating her father had a right hip replacement on (B)(6) 2006. She reported her father had metallosis and hip broke. Patient was revised on (B)(6) 2018 to stryker devices. Patient will like to know if the implant is part of a recall. This pi is for pain and difficulty walking after revision.

Manufacturer narrative:
Corrected data: age or date of birth: dob an event regarding pain and rom involving a trident insert was reported. The event for pain was confirmed by medical review. Methods & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant concluded: "in the several months following this procedure the patient continued to experience pain, rated to be 2/10. No mention of ambulatory difficulty was reported although continued physical therapy and home exercise was recommended.¿ "conclusion:" "pain rated 2/10 several months following extensive revision tha surgery is an expected outcome and likely to improve." Product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies.. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation confirmed the event for pain as the medical review noted, "in the several months following this procedure the patient continued to experience pain, rated to be 2/10." "Pain rated 2/10 several months following extensive revision tha surgery is an expected outcome and likely to improve." The medical review also noted that there was no mention of ambulatory difficulty. Additionally, the implant has not been subject to a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: d-m 2.0mm beaded cable set ss, 3704-0-050, 59175602, v40 cocr lfit head 40mm/+4, 6260-9-240, 681a95, mod con dist stem 18 x 155 mm, 6276-7-018, caxv904e, 21mm mod rev hip body/bolt stdcomponent level 9006-1-021, 6276-1-021, 62692906. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient's daughter called stating her father had a right hip replacement on (B)(6) 2006. She reported her father had metallosis and hip broke. Patient was revised on (B)(6) 2018 to stryker devices. Patient will like to know if the implant is part of a recall. This pi is for pain and difficulty walking after revision.